Manufacturer narrative:
Per (B)(4) combined report. It was confirmed that all parts of the broken pin were discarded following surgery and the device lot code was unknown. Therefore, the device manufacturing records could not be identified or reviewed and the broken pin could not be returned for examination. Based on the information available, corin are unable to conduct an investigation into this event, however, if additional information is provided then this case may be re-opened for further investigation.

Event description:
After the tka had been completed and all components implanted the scrub nurse noticed that one of the long driven collarless pins was missing the tip. The surgical staff requested an x-ray and the broken tip was identified. The surgeon broke scrub from his next case to return to the operating room to remove the broken pin tip. This caused approximately a 30 minute delay. The broken pin tip was retrieved and tossed into the sharps container along with the remaining fragment.